Manufacturer narrative:
MDR 3003442380-2024-06883 - device 11 of 15.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced cannula issues with 15 infusion sets, all of which had the same problem with the cannula being kinked. The event dates for these issues were recorded from (B)(6) 2023 to (B)(6) 2024. The patient noticed symptoms within 3 hours of insertion for all 15 sets, which were inserted in the upper buttocks, arm, and upper buttocks. The patient regularly rotates the site location, and the site area was not impacted in any way. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose (bg) at the time of the issue was noticed ranged from 90-120mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.